Manufacturer narrative:
Engineering evaluation: the manufacturing records were reviewed and the device lot met all pre-release specifications. No items were returned for review. There were no physical materials to determine what parts became detached. Therefore, no evidence was available to confirm or dismiss the potential failure modes. The root causes for the endoprosthesis partial deployment and the deployment system separation could not be determined with the currently available information. Corrected b1 - report type product problems. Corrected type of report h1/h2.

Event description:
On (B)(6) 2020, a patient was being treated in an emergent case due to a right-side retroperitoneal bleeding. As reported, the patient's vessels were heavily calcified. Using a short 8fr sheath (unknown brand), a gore® 8mm x 10cm viabahn® endoprosthesis (viabahn device) was advanced over a wire from the contralateral side to treat the right external iliac artery. However, the sheath and viabahn device got caught on the calcification. At this time, the viabahn device unexpectedly 'self-deployed' in the left external iliac artery. A balloon was inserted and an angioplasty was performed within the viabahn device. The short 8fr sheath was then exchanged for a long 8fr sheath. A second viabahn device (8mm x 10cm) was advanced over the wire into the right external iliac artery. It was deployed under fluoroscopy with no issues.

Manufacturer narrative:
Attachment: user facility voluntary event report #mw5095653.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2020, the patient was being treated for an unknown etiology in the bilateral external iliac arteries with two gore® viabahn® endoprosthesis, one on each side. Percutaneous transluminal angioplasty ballooning was performed prior to implanting of the viabahn devices. During advancement of the viabahn (lot number unknown) into the 8fr sheath, the device reportedly self-deployed in the left external iliac artery. A balloon was used to expand the device. As the catheter was being removed from the patient through the sheath a portion of the deployment system became detached. A snare catheter was used to retrieve the detached portion of the catheter. A second viabahn (8x10) was advanced to intended location of the external iliac artery and was deployed with no issue. The patient tolerated the procedure.